Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. Two days later, on (B)(6) 2025, during a follow-up transthoracic echocardiogram it was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. The tr increased to grade 4. On (B)(6) 2025, the patient presented with grade 4 mixed tr for a secondary triclip procedure. During the procedure, a triclip was successfully implanted. The final tr was grade 2. No clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was related to patient anatomy. The reported patient effects of tissue injury and tr appear to be due to the slda. Tissue injury and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.